Event description:
It was reported that there was a gap observed between the spike of the transfer set and the port of the twin bag. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A trend and batch reviews will be completed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the used device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leak testing, clear passage testing, and clamp function testing were performed with no issues noted. The outer diameter of the uv spike was measured and found to be within specification. The reported condition was not confirmed. A batch review could not be performed as the batch number of the device was not provided. Should additional relevant information become available, a supplemental report will be submitted.